Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0y1eq, implanted: (B)(6) 2015, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator. (B)(4).

Event description:
A healthcare professional reported that during a stage ii procedure on (B)(6) 2015 when the lead cap was removed, the lead looked bent above contact 3 and patches of insulation were missing along with two small wire loops being exposed but not severed. Some insulation was also missing above contact zero. It was unknown what had led to this. The lead end was connected to the extension and battery and then impedance was taken. No problems were found on any contact at 0.7v. No actions were taken to resolve the issue because the impedance was ok. It was unknown if the issue had resolved. No surgical intervention was required or planned. The patient's indication for use is dystonia and movement disorders.